Event description:
A software issue resulted in the creation of duplicate iod records for the same serial number was noted, which led to an inaccurate rotation diagram.

Manufacturer narrative:
Manufacturer narrative the investigation included a review of the released stella 2.0 software version, which identified a coding error when importing records (investigation type 4111). The investigation identified a software issue in which duplicate implantation orientation diagrams (iods) maybe generated for the same serial number, one of the duplicate iods may display an axis value that differs from the axis value resulting in an inaccurate rotation diagram. Only the implant orientation diagram (iod) printed using stella 2, and not the lens itself, is affected by this issue. D2 - the product code "mta" is entered to satisfy mandatory field requirements, as the device software is not currently classified and does not have an assigned FDA product code. G4 PMA/510(k): p030016/s001/a016 claim # (B)(4)